Event description:
It was reported that this right atrial (ra) lead was explanted due to pericardial effusion. This lead was out of service and replaced. Lead will not be returned for analysis. No additional adverse patient effects were reported.